Event description:
Information was received indicating that, during the use of a smiths medical cadd administration set, leaking was noted at the filter site and medication was leaking from the air-eliminating filter. No patient injury was reported. No adverse effects were reported.

Manufacturer narrative:
Cadd administration sets was received for analysis. The sample was visually inspected, at a distance of 12" to 24" at normal conditions of illumination, delamination was found in both joins of the filter with the tube in. Leak testing on one of the samples received was performed using hydrostat vessel to look for unusual functions. A leak was observed fleeing from the air vent of the filter which confirm the defect. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could create the reported event. No discrepancies were found, quality personnel verify that tests are properly performed.